Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The events can be detected and prevented in accordance with the following instructions for use: detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope needed the function keys checked. It is unknown when the issue was observed. The device was returned for evaluation. During the device evaluation, the air/water (a/w) cylinder and a/w tube had foreign material attached. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found additional non-reportable malfunctions: due to damage the switch 2 (sw2) did not work, the flexibility adjustment ring , grip, and the forceps channel had a scratch. The air/water cylinder (aw-cylinder) had discoloration, suction cylinder (s-cylinder) had no color, the scope connector case unit(sc-case) unit and plug unit had a scratch, due to adhesive peeling on bending section cover (a-rubber) the insulation resistance value at distal end did not meet the standard value, due to wear of angle wire the bending angle in right direction does not meet the standard value, objective lens had a chip, light guide (lg) lens had a crack and stain, the connecting tube had a wrinkle, and the universal cord had a scratch. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.